Event description:
It was reported that on literature review "avulsion fracture of bicruciate ligament and patellar tendon in bicruciate-retaining total knee arthroplasty", one patient suffered from a partial nondisplaced avulsion fracture of the patellar tendon. A revision surgery of the left knee was performed, and the bicruciate retaining total knee arthroplasty was revised to a posterior-stabilized total knee arthroplasty and the patellar tendon was repaired with a suture anchor. At 6 months postoperatively, the patient could walk with the use of an assisted walking device for more than 30 minutes. The primary surgery was an uneventful single-stage bilateral left knee primary bcr-tka (journey 2 xr) using the cori imageless robot-assisted surgical system. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Lau, l, et al. (2022). Avulsion fracture of bicruciate ligament and patellar tendon in bicruciate-retaining total knee arthroplasty. Arthroplasty today. Vol 16, pag 57-62. Doi: 10.1016/j.artd.2022.04.013. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of the information provided, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The images and/or graphs provided in the article have been interpreted within the text; therefore, no further analysis of the images and/or graphs is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.